Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump stops bolus and insulin pump was not delivering the insulin. The customer enter carbs it will stop bolus and im having to do it again. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The bolus wizard functioning properly per bolus wizard sample in the 551/751 user guide. Several bolus were programmed and delivered also. All bolus delivered properly and were recorded in the bolus history files. No bolus delivery or bolus stopped alarm anomaly noted.